Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 32 x 3.00mm stent delivery system, catheter was returned for analysis. The following attributes were examined: a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement. And was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed, no signs of distal tip damage. A visual and tactile examination of the hypotube shaft, found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen, found no issues along the shaft polymer extrusion. No issues were identified, during analysis.

Event description:
It was reported, that stent damage occurred. The 80% stenosed, 32mm in length, 3.0mm vessel diameter target lesion was located was located in moderately tortuous. And mildly calcified right coronary artery (rca). A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was found lifted up. The procedure was completed with another of same device. There were no patient complications reported. And that the patient status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 32mm in length, 3.0mm vessel diameter target lesion was located was located in moderately tortuous and mildly calcified right coronary artery (rca). A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure the stent strut was found lifted up. The procedure was completed with another of same device. There were no patient complications reported and that the patient status was stable.